Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: was observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. Red particles were observed on the gel. Additional, changed, and/or corrected data: a2, d9, h3, h6.

Event description:
Healthcare professional reported left-side rupture. Device has been explanted and replaced.